Event description:
The report states "pump failure due to leak test". The report further states that "iabc was placed on (B)(6) 2025, helium loss 2 alarms began (B)(6) 2025 1723 pst, continued in repetition every 2mins. I had rn check all connections; she noted no blood in the driveline and no kinks. Connected over facetime, patient continuing to have helium loss 2 alarms. After having [rn] tighten connections again, alarms still persisted. Leak test performed and iabp identified as cause of leak. [Rn] exchanged pumps, we reviewed step=by-step on how to exchange and started pumping on new ac3. Fos map cal performed. I waited on the call for another 5mins, there were no alarms". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "helium loss 2 alarms" was confirmed by the field service representative and the picture provided with the complaint report. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after replacing the pcs assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing. Trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "pump failure due to leak test". The report further states that "iabc was placed on 10/24, helium loss 2 alarms began 10/25 1723 pst, continued in repetition every 2mins. I had rn check all connections, she noted no blood in the driveline and no kinks. Connected over facetime, patient continuing to have helium loss 2 alarms. After having [rn] tighten connections again, alarms still persisted. Leak test performed and iabp identified as cause of leak. [Rn] exchanged pumps, we reviewed step=by-step on how to exchange and started pumping on new ac3. Fos map cal performed. I waited on the call for another 5mins, there were no alarms". No patient harm or injury. The patient status is reported as "fine".